Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 1200 mg/dl at the time of hospitalization. The customer gave positive test to ketone and also experienced nausea, vomiting, abdominal pain and incoherent. The customer treated with intravenous insulin in hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump was not on auto mode at the time of incident. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.